Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and co is not able to determine the root cause of this event.

Event description:
Clinical study: fourty five weeks after a coronary artery drug-eluting stenting treatment procedure, the pt expired. The index procedure treated 1 de novo target lesion. The target lesion was a 3.0mm vessel diameter, 10mm long, with no calcification, 50% stenosis, ostial lesion in the left main artery and extending into the proximal circumflex artery. The lesion was predilated with an angioplasty balloon at 16 atms with a post dilatation stenosis of 20%. The physician implanted 1 taxus express2 3x20mm drug-eluting stent (dbs) at 14 atms. Post-treatment, the lesions were 5% stenosis and timi 3 flow. The pt was discharged one day post-index procedure on aspirin and plavix. The pt underwent open heart surgery in 2006. The pt had multiplek system failure post surgery and expired. A relationship to the stent has not been established. As autopsy was not performed.